Event description:
The customer's father reported via phone call that the customer feel and scratched the sceen of the insulin pump. The customer's father stated that he did not receive any error messages on the insulin pump and there was no physical damage to the insulin pump. The customer's blood glucose was unknown. The customer's father explained that the insulin pump was functioning as designed but that the customer had to manuever the insulin pump to see the screen because of the scratches. The customer was advised that their insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window.